Manufacturer narrative:
(B) (4). This is a like/similar product to (B) (4), 510(k) number k052261. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the inserter broke during a cage insertion. The force of the break caused the surgeon to "slam" into the patient's dura and nerve root thus causing a tear. Surgery time was extended approximately 45 minutes. Currently, the patient shows no signs of pain, other symptoms, or any complications.